Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was emitting an alert tone. The tone was identified as a magnet alert tone. As well, the patient stated that the device toned once before, which was because their right ventricular (rv) lead "pulled loose and had to be put back in place." Follow up was attempted to no avail. Both the device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.